Event description:
The bottom jaw of this adenoid forceps broke during an adenoidectomy procedure. Another pair of forceps was used to complete the procedure. The age of this instrument is unk; however, it is one of the oldest ones that they have.